Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan timeout¿ message adc freestyle libre 2 sensor after 11 days of wear and also a fast draining issue. The customer experienced symptoms described as ¿aggressive¿, sweating, and a loss of consciousness. The customer was unable to self-treat and a non-hcp treated the customer with nova rapid insulin injection and oral glucose as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.